Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 250-300 units of insulin during the load sequence. Reportedly, the customer did not perform the proper air removal techniques. The customer loaded a new cartridge to resolve the issue.